Event description:
It was reported that during a liver transplant procedure, misfired (jaws of the stapler closed pins didn't come out of the cartridge). It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.